Event description:
Patient's information was not brought up within the ncare device, so during the procedure pictures were taken but not transferred to the ncare device, thus not uploaded to her chart. Post procedure this was noticed but the printer had already been cleared so hard copies were not able to be printed either.